Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm harmonic ace instrument to perform failure analysis. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.085" x 0.468" was found to be broken off. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace had a broken blade. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with site and obtained following additional information : the damage on reported 8mm harmonic ace instrument was observed outside of the surgical procedure. An error message occurred, so instrument was removed and upon inspection it was noted to be broken. There were no reports of fragment(s) falling into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.